Event description:
It was reported that during an ablation procedure to treat an atrial tachycardia on the atrium, an intellamap orion high resolution mapping catheter was selected for use. When the device was being removed, the basket was found to be "lifted". The use of the device was discontinued due to the damage. The catheter was replaced. The procedure was able to be completed successfully without any patient complications. Catheter is not expected to be returned since it was discarded at facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.